Event description:
The customer reported approximately 40 milliliters of diluted blood fluid leaked outside the instrument while performing diagnostic functions involving the coulter lh 780 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. During system troubleshooting, the customer stated the tubing at the bottom of the flowcell, at pinch valve vl49a, had come off. The customer reseated the tubing and resolved the fluid leak issue. The customer indicated the laboratory has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
Service was not dispatched as the customer resolved the reported issue through system troubleshooting. In conclusion, the likely cause of the event is attributed to the disconnected tubing at pinch valve vl49a. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).